Event description:
The device was set to deliver a solution of heparin at 8cc/hr. Reportedly, the pump infused the entire bag (volume unk) in a two hour period. The customer refused to provide any details regarding the incident. There was no patient injury.

Manufacturer narrative:
The customer expressed an intent to send the pump to manufacturer after a consultation with the facility's legal department. A follow up report will be submitted if the device is received for evaluation.